Event description:
The patient complained of a low heart rate and was taken to the emergency room. External pacing equipment was used during transport to and again at the hospital. The pads were placed by the ems team "below the pacemaker." Interrogation revealed back-up operation. After a successful download, the device configuration fields were empty. Measured battery data was 1.36v, 89ua, <1 kohms. No capture was seen on the ECG. The device then reverted to back-up mode.